Event description:
Same event as MFR report #: 2134265-2008-02404. It was reported that post an unspecified stenting treatment procedure restenosis occurred. A biliary wallstent endoprosthesis was deployed in the left axillary vein. No info is available regarding the initial deployment procedure. At 113 days later, the pt was treated for restenosis of the biliary wallstent. The 6cm long lesion was a high-grade stenosis. The pt presented with severe pain during hemodialysis. The av dialysis access was cunnulated in antegrade fashion with single-wall needle. The blue max balloon catheter was advanced to the lesion and dilated to 18 atms for two inflations, 45 seconds and 44 seconds. The blue max balloon ruptured on the second inflation. During withdrawal through the 7fr sheath, the catheter separated. The balloon was partially snared out, however, the balloon catheter tip remained in the pt. The pt went to surgery to remove the remaining portion. During surgery the following day a direct out-down was made and the device was removed. Pt status following surgery was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval, and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.